Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 14): according to the instructions for use for citadel plus bed (IFU 831.374 rev. 14) the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. The process of gathering and analysing data is ongoing to provide a root cause of the event.

Manufacturer narrative:
In the investigated complaint, there were no customer allegations. The damages were observed during the pick-up, therefore, the circumstances under which the equipment was damaged remain unknown. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. The manufacturer performed tests to establish the root cause of the damage. The analysis of the results are ongoing.

Manufacturer narrative:
In the investigated complaint, there were no customer allegations. The damages were observed during the pick-up, therefore, the circumstances under which the equipment was damaged remain unknown. The damaged side rail was a hybrid side rail. It was reinforced by increasing the support surface at the points where the screws could be pulled out, through the addition of metal plates beneath the screws. An investigation at the manufacturer¿s site was conducted to determine whether the dislocation of the metal plate could affect patient safety. The analysis of the results is ongoing. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted.

Manufacturer narrative:
In the complaint at hand, the circumstances under which the side rail was damaged remain unknown. However, analysis of the post market surveillance data showed that the side rail can be damaged due to collision with extension frame when the backrest section is raised and not all extenstion frames are expanded. In such cases, the collision results from the bed operator¿s action, who can observe the issue as it occurs and react accordingly. Additional tests performed at the manufacturer¿s site demonstrated that neither a collision between the side-rail panel and the width-extension frame nor forces of up to 1800 applied caused any displacement of the threaded plate. In both scenarios, the side rail remained securely attached to the frame, with only minor component damage observed. These findings confirm the bed¿s durability and suggest that, in the reported complaint, the side rail was either exposed to significantly higher forces or subjected to repeated excessive loading that gradually weakened the component and ultimately led to its failure. Shifting of the threaded plate causes the safety side to become misaligned. Thus, the problem is noticeable by the operator. The IFU states that the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. The review of the complaints showed that there is no possibility to move the threaded plate completely out of the side panel. Moreover, there are two threaded plates in the side rail. Even if one of them shifts, the second one states in place. Additionally, although the screw holes in the plastic moulding were enlarged due to the plate shifting together with the screws, the plate¿s surface area remains significantly larger than the holes. Thus, in the unlikely event that a patient leans on the damaged side rail, the side rail will not detach from the bed, as the threaded plate continues to prevent such a failure from occurring. To sum up, the investigated failure has never led to a patient fall, serious injury or death. Therefore it is considered not reportable in the future. Medical device problem code and describe event or problem were corrected.

Event description:
At the time of citadel plus bed frame pickup from the customer, the arjo service technician identified that the left-hand foot-end side rail was damaged. One of the threaded plates that strengthens the side panel (side rail) shifted together with the screws holding the plastic molding. Photographic evidence provided confirmed the malfunction. This visible symptom was the side rail that was misaligned. The circumstances of the bed damage were not provided, and there is no indication of patient involvement. No injuries were reported.

Manufacturer narrative:
In the investigated complaint, there were no customer allegations. The damages were observed during the pick-up, therefore, the circumstances under which the equipment was damaged remain unknown. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. The process of gathering and analysing data is ongoing to provide a root cause of the event.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
The partial detachment of the side rail from the citadel plus bed frame was observed at the time of device pickup from the customer. There was no customer allegation. The circumstances of the bed damage were not provided, and there is no indication of patient involvement. No injuries were reported. Phototgraphic evidence provided shows that screws holding the panel to the metal plate were ripped off.